Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2021. The most recent information was received on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 628310) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dermatitis contact ("skin allergy (positive to nickel)"), fatigue ("physical fatigue/physical exhaustion "), narcolepsy ("irresistible urges to sleep suddenly (narcolepsy)"), loss of personal independence in daily activities ("a struggle to continue normal daily and/or pleasant activities"), asthenia ("feeling of no longer having energy at all"), renal pain ("kidney pain"), abdominal pain lower ("constant heaviness in the lower abdomen, peaks of pain in the lower abdomen"), urinary tract infection ("symptoms of urinary tract infections"), feeling abnormal ("the feeling that the uterus is working (as in early pregnancy)"), myalgia ("intense muscle pain after physical exertion"), magnesium deficiency ("deficiencies of magnesium"), vitamin d deficiency ("deficiencies vitamin d"), vitamin c deficiency ("deficiencies vitamin c"), headache ("peaks of pain in the head"), tinnitus ("tinnitus (especially on the right)"), anosmia ("loss of smell"), parosmia ("modification of smell"), hallucination, olfactory ("olfactory hallucinations"), rhinitis allergic ("allergic rhinitis"), increased upper airway secretion ("permanent upper pharyngeal discharge"), laryngitis ("laryngitis"), aphonia ("voice extinctions"), thirst ("excessive thirst "), the first episode of dry eye ("dry eyes"), hypertonic bladder ("urination disorders (overactive bladder, too frequent urination, urgency)"), swelling of hands ("swelling of hands"), joint swelling ("swelling of ankles"), fluid retention ("fluid retention"), nausea ("nausea"), swelling abdomen ("abdominal swelling"), tachycardia ("tachycardia (for brief periods)"), abdominal bloating ("bloating"), flatulence ("flatulence"), constipation ("tendency to constipation"), gastrointestinal disorder ("intestinal disorders"), dyspepsia ("digestive disorders"), appetite disorder ("false sensation of hunger"), hyperhidrosis ("sometimes excessive sweating "), foggy feeling in head ("sensation of foggy head, in the fog (some mornings)"), paraesthesia ("paraesthesia (pins and needles at hand extremities)"), limb discomfort ("sensations of heavy legs"), swelling of legs ("swollen legs"), burning sensation ("sensations of burning in the body"), pruritus ("diffuse itching on the body"), muscle contractions involuntary ("fasciculations of the right eyelid"), the first episode of loose tooth ("tooth loosening"), hyperaesthesia teeth ("sensitivity of teeth"), the second episode of loose tooth ("mobility of teeth"), alopecia ("significant hair loss"), nail ridging ("ridged nails"), dry skin ("very dry skin around the nails; atypical dry skin"), erythema ("redness"), urticaria ("facial hives (physical heat trigger)"), acne ("breakouts of inflamed pimples"), eczema ("eczema flare-ups on the elbows"), multiple allergies ("successive allergies (allergy to the sun, gluten, lactose, pollen, dust, etc.) On the face and forearms"), visual impairment ("vision disorders"), difficulty focusing eyes ("difficulty focusing"), blurred vision ("blurred vision"), illusion ("perception of flying flies"), the second episode of dry eye ("dry eyes"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), swelling of eyelid ("swollen eyelids"), arthralgia ("pain in hip, shoulder, elbow, wrist"), hand pain ("pain in palm"), neck pain ("neck pain"), back pain ("back pain"), pain in toe ("pain in the toes, pain under the soles of the feet"), adverse event ("difficulty sustaining a complex effort"), depression ("sudden onset of depression"), poor quality sleep ("non-restorative sleep.") And adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain (and struggle not to gain)"). At the time of the report, the pelvic pain, dermatitis contact, fatigue, narcolepsy, loss of personal independence in daily activities, asthenia, renal pain, abdominal pain lower, urinary tract infection, feeling abnormal, weight increased, myalgia, magnesium deficiency, vitamin d deficiency, vitamin c deficiency, headache, tinnitus, anosmia, parosmia, hallucination, olfactory, rhinitis allergic, increased upper airway secretion, laryngitis, aphonia, thirst, hypertonic bladder, swelling of hands, fluid retention, nausea, tachycardia, abdominal bloating, flatulence, constipation, gastrointestinal disorder, dyspepsia, appetite disorder, hyperhidrosis, foggy feeling in head, paraesthesia, limb discomfort, swelling of legs, burning sensation, pruritus, muscle contractions involuntary, hyperaesthesia teeth, the last episode of loose tooth, alopecia, nail ridging, dry skin, erythema, urticaria, acne, eczema, visual impairment, difficulty focusing eyes, blurred vision, illusion, the last episode of dry eye, eye pruritus, eye irritation, swelling of eyelid, arthralgia, hand pain, neck pain, back pain, pain in toe, adverse event, depression, poor quality sleep and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, adenomyosis, adverse event, alopecia, anosmia, aphonia, appetite disorder, arthralgia, asthenia, back pain, burning sensation, constipation, depression, dermatitis contact, difficulty focusing eyes, dry skin, dyspepsia, eczema, erythema, eye irritation, eye pruritus, fatigue, feeling abnormal, flatulence, fluid retention, gastrointestinal disorder, hallucination, olfactory, hand pain, headache, hyperaesthesia teeth, hyperhidrosis, hypertonic bladder, illusion, increased upper airway secretion, joint swelling, laryngitis, limb discomfort, loss of personal independence in daily activities, magnesium deficiency, multiple allergies, muscle contractions involuntary, myalgia, nail ridging, narcolepsy, nausea, neck pain, paraesthesia, parosmia, pelvic pain, poor quality sleep, pruritus, renal pain, rhinitis allergic, swelling abdomen, swelling of eyelid, swelling of hands, tachycardia, thirst, tinnitus, urinary tract infection, urticaria, visual impairment, vitamin c deficiency, vitamin d deficiency, weight increased, the first episode of dry eye, the first episode of loose tooth, abdominal bloating, blurred vision, foggy feeling in head, pain in toe, swelling of legs, the second episode of dry eye and the second episode of loose tooth with essure. The reporter commented: period of occurrence of adverse events: 2011 to 2021 current state of the patient: state of exhaustion, she had to reduce working time. The skin reactions are increasingly significant, the pain too. She discovered in (B)(6) 2021 that it could be from essure implants. Since then, she have researched skin allergy (positive to nickel), pelvic magnetic resonance imaging (MRI) (adenomyosis) which will lead to removal as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Magnetic resonance imaging - on an unknown date: pelvic magnetic resonance imaging (MRI) (adenomyosis). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 17-sep-2021. The most recent information was received on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 628310) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), allergy to metals ("skin allergy (positive to nickel)"), fatigue ("physical fatigue/physical exhaustion "), narcolepsy ("irresistible urges to sleep suddenly (narcolepsy)"), loss of personal independence in daily activities ("a struggle to continue normal daily and/or pleasant activities"), asthenia ("feeling of no longer having energy at all"), renal pain ("kidney pain"), abdominal pain lower ("constant heaviness in the lower abdomen, peaks of pain in the lower abdomen"), urinary tract infection ("symptoms of urinary tract infections"), uterine pain ("the feeling that the uterus is working (as in early pregnancy)"), myalgia ("intense muscle pain after physical exertion"), magnesium deficiency ("deficiencies of magnesium"), vitamin d deficiency ("deficiencies vitamin d"), vitamin c deficiency ("deficiencies vitamin c"), headache ("peaks of pain in the head"), tinnitus ("tinnitus (especially on the right)"), anosmia ("loss of smell"), parosmia ("modification of smell"), hallucination, olfactory ("olfactory hallucinations"), rhinitis allergic ("allergic rhinitis"), pharyngeal disorder ("permanent upper pharyngeal discharge"), laryngitis ("laryngitis"), aphonia ("voice extinctions"), thirst ("excessive thirst "), the first episode of dry eye ("dry eyes"), hypertonic bladder ("urination disorders (overactive bladder, too frequent urination, urgency)"), swelling of hands ("swelling of hands"), joint swelling ("swelling of ankles"), fluid retention ("fluid retention"), nausea ("nausea"), swelling abdomen ("abdominal swelling"), tachycardia ("tachycardia (for brief periods)"), abdominal bloating ("bloating"), flatulence ("flatulence"), constipation ("tendency to constipation"), gastrointestinal disorder ("intestinal disorders"), dyspepsia ("digestive disorders"), appetite disorder ("false sensation of hunger"), hyperhidrosis ("sometimes excessive sweating "), feeling abnormal ("sensation of foggy head, in the fog (some mornings)"), paraesthesia ("paraesthesia (pins and needles at hand extremities)"), limb discomfort ("sensations of heavy legs"), swelling of legs ("swollen legs"), burning sensation ("sensations of burning in the body"), pruritus ("diffuse itching on the body"), muscle contractions involuntary ("fasciculations of the right eyelid"), the first episode of loose tooth ("tooth loosening"), hyperaesthesia teeth ("sensitivity of teeth"), the second episode of loose tooth ("mobility of teeth"), alopecia ("significant hair loss"), nail ridging ("ridged nails"), dry skin ("very dry skin around the nails; atypical dry skin"), erythema ("redness"), urticaria ("facial hives (physical heat trigger)"), acne ("breakouts of inflamed pimples"), eczema ("eczema flare-ups on the elbows"), multiple allergies ("successive allergies (allergy to the sun, gluten, lactose, pollen, dust, etc.) On the face and forearms"), visual impairment ("vision disorders"), difficulty focusing eyes ("difficulty focusing"), blurred vision ("blurred vision"), illusion ("perception of flying flies"), the second episode of dry eye ("dry eyes"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), swelling of eyelid ("swollen eyelids"), arthralgia ("pain in hip, shoulder, elbow, wrist"), hand pain ("pain in palm"), neck pain ("neck pain"), back pain ("back pain"), pain in toe ("pain in the toes, pain under the soles of the feet"), adverse event ("difficulty sustaining a complex effort"), depression ("sudden onset of depression"), poor quality sleep ("non-restorative sleep.") And adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain (and struggle not to gain)"). At the time of the report, the pelvic pain, allergy to metals, fatigue, narcolepsy, loss of personal independence in daily activities, asthenia, renal pain, abdominal pain lower, urinary tract infection, uterine pain, weight increased, myalgia, magnesium deficiency, vitamin d deficiency, vitamin c deficiency, headache, tinnitus, anosmia, parosmia, hallucination, olfactory, rhinitis allergic, pharyngeal disorder, laryngitis, aphonia, thirst, hypertonic bladder, swelling of hands, fluid retention, nausea, tachycardia, abdominal bloating, flatulence, constipation, gastrointestinal disorder, dyspepsia, appetite disorder, hyperhidrosis, feeling abnormal, paraesthesia, limb discomfort, swelling of legs, burning sensation, pruritus, muscle contractions involuntary, hyperaesthesia teeth, the last episode of loose tooth, alopecia, nail ridging, dry skin, erythema, urticaria, acne, eczema, visual impairment, difficulty focusing eyes, blurred vision, illusion, the last episode of dry eye, eye pruritus, eye irritation, swelling of eyelid, arthralgia, hand pain, neck pain, back pain, pain in toe, adverse event, depression, poor quality sleep and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, adenomyosis, adverse event, allergy to metals, alopecia, anosmia, aphonia, appetite disorder, arthralgia, asthenia, back pain, burning sensation, constipation, depression, difficulty focusing eyes, dry skin, dyspepsia, eczema, erythema, eye irritation, eye pruritus, fatigue, feeling abnormal, flatulence, fluid retention, gastrointestinal disorder, hallucination, olfactory, hand pain, headache, hyperaesthesia teeth, hyperhidrosis, hypertonic bladder, illusion, joint swelling, laryngitis, limb discomfort, loss of personal independence in daily activities, magnesium deficiency, multiple allergies, muscle contractions involuntary, myalgia, nail ridging, narcolepsy, nausea, neck pain, paraesthesia, parosmia, pelvic pain, pharyngeal disorder, poor quality sleep, pruritus, renal pain, rhinitis allergic, swelling abdomen, swelling of eyelid, swelling of hands, tachycardia, thirst, tinnitus, urinary tract infection, urticaria, uterine pain, visual impairment, vitamin c deficiency, vitamin d deficiency, weight increased, the first episode of dry eye, the first episode of loose tooth, abdominal bloating, blurred vision, pain in toe, swelling of legs, the second episode of dry eye and the second episode of loose tooth with essure. The reporter commented: period of occurrence of adverse events: 2011 to 2021 current state of the patient: state of exhaustion, she had to reduce working time. The skin reactions are increasingly significant, the pain too. She discovered in (B)(6) 2021 that it could be from essure implants. Since then, she have researched skin allergy (positive to nickel), pelvic magnetic resonance imaging (MRI) (adenomyosis) which will lead to removal as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Magnetic resonance imaging - on an unknown date: pelvic magnetic resonance imaging (MRI) (adenomyosis). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to review of coding of reported event 'tooth loosening' pt tooth loss was changed to pt loose tooth. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 628310) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), allergy to metals ("skin allergy (positive to nickel)"), fatigue ("physical fatigue/physical exhaustion "), narcolepsy ("irresistible urges to sleep suddenly (narcolepsy)"), loss of personal independence in daily activities ("a struggle to continue normal daily and/or pleasant activities"), asthenia ("feeling of no longer having energy at all"), renal pain ("kidney pain"), abdominal pain lower ("constant heaviness in the lower abdomen, peaks of pain in the lower abdomen"), urinary tract infection ("symptoms of urinary tract infections"), feeling abnormal ("the feeling that the uterus is working (as in early pregnancy)"), myalgia ("intense muscle pain after physical exertion"), magnesium deficiency ("deficiencies of magnesium"), vitamin d deficiency ("deficiencies vitamin d"), vitamin c deficiency ("deficiencies vitamin c"), headache ("peaks of pain in the head"), tinnitus ("tinnitus (especially on the right)"), anosmia ("loss of smell"), parosmia ("modification of smell"), hallucination, olfactory ("olfactory hallucinations"), rhinitis allergic ("allergic rhinitis"), pharyngeal disorder ("permanent upper pharyngeal discharge"), laryngitis ("laryngitis"), aphonia ("voice extinctions"), thirst ("excessive thirst "), the first episode of dry eye ("dry eyes"), pollakiuria ("urination disorders (overactive bladder, too frequent urination, urgency)"), swelling of hands ("swelling of hands"), joint swelling ("swelling of ankles"), fluid retention ("fluid retention"), nausea ("nausea"), swelling abdomen ("abdominal swelling"), tachycardia ("tachycardia (for brief periods)"), abdominal bloating ("bloating"), flatulence ("flatulence"), constipation ("tendency to constipation"), gastrointestinal disorder ("intestinal disorders"), dyspepsia ("digestive disorders"), appetite disorder ("false sensation of hunger"), hyperhidrosis ("sometimes excessive sweating "), foggy feeling in head ("sensation of foggy head, in the fog (some mornings)"), paraesthesia ("paraesthesia (pins and needles at hand extremities)"), limb discomfort ("sensations of heavy legs"), swelling of legs ("swollen legs"), burning sensation ("sensations of burning in the body"), pruritus ("diffuse itching on the body"), muscle contractions involuntary ("fasciculations of the right eyelid"), tooth loss ("tooth loosening"), hyperaesthesia teeth ("sensitivity of teeth"), tooth disorder ("mobility of teeth"), alopecia ("significant hair loss"), nail ridging ("ridged nails"), dry skin ("very dry skin around the nails; atypical dry skin"), erythema ("redness"), urticaria ("facial hives (physical heat trigger)"), acne ("breakouts of inflamed pimples"), eczema ("eczema flare-ups on the elbows"), multiple allergies ("successive allergies (allergy to the sun, gluten, lactose, pollen, dust, etc.) On the face and forearms"), visual impairment ("vision disorders"), difficulty focusing eyes ("difficulty focusing"), blurred vision ("blurred vision"), illusion ("perception of flying flies"), the second episode of dry eye ("dry eyes"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), swelling of eyelid ("swollen eyelids"), arthralgia ("pain in hip, shoulder, elbow, wrist"), hand pain ("pain in palm"), neck pain ("neck pain"), back pain ("back pain"), pain in toe ("pain in the toes, pain under the soles of the feet"), adverse event ("difficulty sustaining a complex effort"), depression ("sudden onset of depression"), poor quality sleep ("non-restorative sleep.") And adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain (and struggle not to gain)"). At the time of the report, the pelvic pain, allergy to metals, fatigue, narcolepsy, loss of personal independence in daily activities, asthenia, renal pain, abdominal pain lower, urinary tract infection, feeling abnormal, weight increased, myalgia, magnesium deficiency, vitamin d deficiency, vitamin c deficiency, headache, tinnitus, anosmia, parosmia, hallucination, olfactory, rhinitis allergic, pharyngeal disorder, laryngitis, aphonia, thirst, pollakiuria, swelling of hands, fluid retention, nausea, tachycardia, abdominal bloating, flatulence, constipation, gastrointestinal disorder, dyspepsia, appetite disorder, hyperhidrosis, foggy feeling in head, paraesthesia, limb discomfort, swelling of legs, burning sensation, pruritus, muscle contractions involuntary, tooth loss, hyperaesthesia teeth, tooth disorder, alopecia, nail ridging, dry skin, erythema, urticaria, acne, eczema, visual impairment, difficulty focusing eyes, blurred vision, illusion, the last episode of dry eye, eye pruritus, eye irritation, swelling of eyelid, arthralgia, hand pain, neck pain, back pain, pain in toe, adverse event, depression, poor quality sleep and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, adenomyosis, adverse event, allergy to metals, alopecia, anosmia, aphonia, appetite disorder, arthralgia, asthenia, back pain, burning sensation, constipation, depression, difficulty focusing eyes, dry skin, dyspepsia, eczema, erythema, eye irritation, eye pruritus, fatigue, feeling abnormal, flatulence, fluid retention, gastrointestinal disorder, hallucination, olfactory, hand pain, headache, hyperaesthesia teeth, hyperhidrosis, illusion, joint swelling, laryngitis, limb discomfort, loss of personal independence in daily activities, magnesium deficiency, multiple allergies, muscle contractions involuntary, myalgia, nail ridging, narcolepsy, nausea, neck pain, paraesthesia, parosmia, pelvic pain, pharyngeal disorder, pollakiuria, poor quality sleep, pruritus, renal pain, rhinitis allergic, swelling abdomen, swelling of eyelid, swelling of hands, tachycardia, thirst, tinnitus, tooth disorder, tooth loss, urinary tract infection, urticaria, visual impairment, vitamin c deficiency, vitamin d deficiency, weight increased, the first episode of dry eye, abdominal bloating, blurred vision, foggy feeling in head, pain in toe, swelling of legs and the second episode of dry eye with essure. The reporter commented: period of occurrence of adverse events: 2011 to 2021 current state of the patient: state of exhaustion, she had to reduce working time. The skin reactions are increasingly significant, the pain too. She discovered in (B)(6) 2021 that it could be from essure implants. Since then, she have researched skin allergy (positive to nickel), pelvic magnetic resonance imaging (MRI) (adenomyosis) which will lead to removal as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Magnetic resonance imaging - on an unknown date: pelvic magnetic resonance imaging (MRI) (adenomyosis). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.